Event description:
It was reported that the device was sent for calibration and repair. Upon service evaluation, the device exhibited rpm fluctuations from low to high speed. There was no patient impact or delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were found to jump from low to high speed, the swivel was loose, the spring seal was damaged, the ball bearings were grinding, and the motor was worn. The swivel, motor, planetary carrier, eccentric shaft assembly, spring seal, bearing needle, semicircle and vespel bearings were replaced and resolved the reported issue. The unit was last repaired in 2019 and has not since been returned for annual preventative maintenance DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.